Event description:
Per legal claim case no: (B)(4) attorney alleges that the patient underwent hernia repair just below the sternum with composix l/p mesh implanted in (B)(6) 2008. It was reported that few months post implant, patient health was decline to very near to death by the summer 2022. On (B)(6)2022, patient underwent an extensive and lifesaving exploratory surgical procedure during which it was noted that the mesh had deteriorated, degraded and the portions of it had migrated to other organs in the body causing significant damage to multiple organs. It was also reported that the surgeon noted erosion of other organs and presence of "malodorous discharge" from "chronic infection at the site of the degrading mesh therefore the mesh was removed. It was reported that the patient was required to remain hospitalized after the surgery and during the discharge on 03-nov-2022 patient was informed that it was mesh that caused the problems. It was reported that the patient had abdominal pain, inflammation throughout the body, adhesions, dangerously impaired immune system, lack of nutrients in blood stemming and morbid weight loss. It was also reported that the patient had mesh curling, caused injuries, pain and suffering, disability, emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges perforation, migration, erosion, adhesions, infection, pain, disability post implant of composix lp. The instructions-for-use supplied with the device list adhesions as a possible complication. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd